Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door sensor broken ( unit would not turn off, keeps saying ¿close door¿)" was reproduced upon powering off device and observed a "power off close door" message. A review of the event history log revealed "power off shut door!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the worn door hooks and the lower and upper latch pins. The door hooks, upper latch pin, and lower latch pin (includes latch pin spring) required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had broken door sensor (unit would not turn off, kept saying "close door") during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.